Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to enterococcal bacteremia. Reportedly, the patient had infectious discitis, was identified as the source of bacteremia, and was very likely colonized the pacemaker, which is continuing to seed in the bloodstream. There were no additional adverse patient effects reported. This rv lead was explanted.